Manufacturer narrative:
(B)(4). The customer purchased a replacement part from carefusion field service, and they will be replacing it themselves.

Event description:
Field service reported an inactive touch screen/ moisture in the screen on behalf of one of the customers. The reported event was found after the customer cleaned the unit. No patient involvement.